Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The behavior of the reported issue was found to be consistent with a known anomaly in the medtronic navigation software anomaly tracking database. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The navigation system then passed the system checkout and was found to be fully functional. Troubleshooting involved uninstalling and reinstalling the cranial application and deleting old patient exams from the system. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a cranial resection procedure, it was identified the software would become unresponsive and the system was restarted to resolve the reported issue. There was a delay of 10 minutes to the procedure due to the reported issue. There was no impact on patient outcome.